Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing the implantable pulse generator (ipg) alarming. The device was checked and high thresholds was observed on the right ventricular (rv) lead. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.